Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during detachment of the coil as a finishing coil, the power supply signaled that the coil had detached. When removing the microcatheter it was noted that the coil had not fully detached from the delivery wire and the coil was partially pulled into the parent vessel before separating. It is likely that the coil was partially detached electrolytically and then separated physically when pulling back on the delivery wire. However as the device was not returned, this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject coil was placed into the mca (middle cerebral artery) bifurcation aneurysm as the finishing coil. The coil was detached and three beeps were noted from the power supply. The microcatheter was removed from the aneurysm and the physician found that the subject coil was still briefly attached to the delivery wire which resulted in the subject coil tail protruding from the aneurysm. A stent was placed to pin the protruding subject coil tail against the wall of the vessel. No additional information available.

Event description:
It was reported that during the procedure, the subject coil was placed into the mca (middle cerebral artery) bifurcation aneurysm as the finishing coil. The coil was detached and three beeps were noted from the power supply. The microcatheter was removed from the aneurysm and the physician found that the subject coil was still briefly attached to the delivery wire which resulted in the subject coil tail protruding from the aneurysm. A stent was placed to pin the protruding subject coil tail against the wall of the vessel. No additional information available.